Event description:
Inital reporter stated the user was taking a shower and the device collapsed. The sample has been discarded. No report of injury. In speaking with the reporter of this event, it was learned that this device has been in use since (B)(6) 2011.